Event description:
Patient was underwent thrombectomy procedure for embolism in the left c4 to m1 artery using the penumbra system. IV t-pa was administered prior to thrombectomy. Aspiration in the c4 was done with 054 a reperfusion catheter for 38 minutes using 054 separator to debulk the clot. IV t-pa was again administered. Later, an angiography revealed the embolus had migrated and clogged the aca. Mechanical thrombectomy and reflux treatment were administered on the migrated clot. Patient left the hospital approximately three weeks later. Physician's comment: fracturing the clot at the top of the ic led to thromboembolic complication in the aca. The relationship between the event and the penumbra system is not deniable.

Manufacturer narrative:
Conclusion: emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00531. Device discarded by hospital.